Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a broken part and leakage. The issue was found during reprocessing. There were no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The product was not returned; however, a service technical inspection was performed by a third party and reported allegation of broken part and leakage was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image was identified. Based on the results of the investigation and information obtained from this complaint, the most probable cause was traced to component failure which is expected or random component failure without any design or manufacturing issue. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a broken part and leakage. The issue was found during reprocessing. There were no patient involvement.